Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) was protruding from the skin and the incision area was very sore. There was a report that the healthcare professional (hcp) was aware of the issue. It was also stated that the ins was "crocked to the side." The patient could feel the ins as it was protruding but was directed to their hcp to address the sore and swollen ins site. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.